Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier and the camera assembly were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.